Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance and an insulation anomaly. The lead was not implanted and a new lead was used. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.